Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint(B)(4).

Event description:
It was reported that after 6 days of intra-aortic balloon (iab) therapy, there were multiple "autofill failure" alarms. The insertion was reported to be axillary, which is not a method described in the instructions for use (IFU). The customer had attempted the iab fill key multiple times but it was still not pumping. Prior to the alarms, the tubing had become pinched with the device. They were able to resolve the kink, but not the alarm. The intra-aortic balloon pump (iabp) was switched out, and the alarm continued. It was explained that it could be a restriction even though they did not note a restriction alarm or a hole in the iab even though no blood was noted. It was suggested to reposition the patient, and check the insertion site for any restrictions. Total time they estimated the iabp had been in standby was approximately 20 minutes. It was noted that the cardiac surgery team was at the bedside and were attempting the troubleshooting. The customer was reminded that the iabp should not be in standby beyond 30 minutes, so removal would be the recommendation if repositioning wasn¿t working. Follow up on 19mar2024 revealed that the iab was replaced and therapy was continued. There was no patient harm or adverse event reported.this report is for the iab in this event. A separate report for the iabp was submitted under mfg report number 2249723-2024-01281.